Event description:
Medtronic received information that prior to use of three custom tubing packs, the customer reported that the arterial y connector was leaking. The devices were replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information: there was no visible air in the system/tubing. The effected connector is located on line 3 of the custom tubing pack specification. See the attached section of the custom tubing pack specification. The three events occurred on separate dates. Specific information for each event was requested but not available. All of the occurrences will be captured in this event as a result.

Manufacturer narrative:
Conclusion: the complaint could be confirmed for leaking arterial y connector connections. Performed device history check, no anomalies detected. No investigation of complaint product possible, the customer did not return the product. Provided information has no indication that the connections were not made properly, or that the components were damaged. The type of connection, made with solvent and strap, is deemed extremely strong and resilient to pressure of pull forces. Even if the connection would have been made without the solvent, it is considered strong enough. The only plausible options that might have been of any influence on the event are manipulation by the customer when placing the product on the hardware in combination with insufficient/no use of solvent, or a possible unnoticeable defect in the connector. With the available information it was not possible to determine even a possible cause or contributing factors. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.